Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that there was no exterior damage. During the power up process and syringe testing, the reported problem was duplicated. Unable to actuate flippers on plunger head during syringe testing. The root cause of the reported issue was found to be dowel pin came out of plunger head mount caused by a design issue. Replaced plunger head mount and dowel pin. Performed calibration on the pump and passed all the functional testing. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that the plunger holder does not move. No patient injury was reported.